Event description:
The customer reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was 127 mg/dl. Customer stated that the edge of the reservoir compartment broke off where reservoir locks in place and there were 4 visible cracks on the outer case of the insulin pump. Customer stated that the insulin pump was bumped when was she was getting off the counter. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with cracked case on the lcd window corners, minor scratches on lcd window, crack on the battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.